Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.

Event description:
It was reported that after the ear canal had been cleaned, the pt was no longer able to hear with her device. On (B)(6)2010, a surgery to reposition the fmt was carried out. Rtf-measurements done during this surgery didn't show any clear results. The pt was reimplanted during the same surgery.